Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur when the issue occurred was completed as planned after the patient was moved to another system. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and determined that an error message ¿warning: x-ray dose not logged" had occurred during the exposure. Troubleshooting determined that the x-ray dose could not be accumulated due to a defect with the nicol non area exposure product meter (aepm). The fse replaced the aepm. The aepm was returned for analysis. Failure analysis found that the reported issue had occurred due to a host pc failure. The host pc had failed because the aepm was defective and could not get the dose area product (dap) and skin dose verification. After replacement of the aepm, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.